Event description:
It was reported that during a restenosis treating procedure, stent dislodgement difficulties were encountered. The lesion being treated was restenosis of a lesion in the inferior bile duct. An unspecified percutaneous transhepatic cholangio drainage catheter was used to visualize the lesion, and then an amplatz super stiff guide wire was advanced to the suspensory ligament of the duodenum. Another MFR's sheath was advanced on the wire, however, it kinked at the loop in the abdominal cavity. The express biliary ld stent delivery system (sds) was then advanced on the guide wire without a sheath. Resistance was encountered at the loop, and force was used to advance it. The adhesion formation which was causing the resistance broke free, and the express biliary ld sds was then advanced through the abdominal cavity. When it was retracted, severe resistance was felt. The physician confirmed that the stent remained in the abdominal cavity. A fistula was then created outside of the bile duct and bile drainage was performed. An additional intervention was planned a couple of weeks later to implant another stent through the right hepatic duct. The pt remained in the hosp 3 days on antibiotic and was discharged in 'good' condition.